Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that etoposide was intended to be infusing on a primary infusion line and did not alarm that the drug was not infusing. The drug was started at 1226, the pump alarmed as occluded at 1415. At 1415 device told staff that the line was occluded, and it appeared no drug had infused, stating that there was only 115ml left in the 1019ml bag. There was patient involvement but no harm.

Event description:
It was reported that etoposide was intended to be infusing on a primary infusion line and did not alarm that the drug was not infusing. The drug was started at 1226, the pump alarmed as occluded at 1415. At 1415 device told staff that the line was occluded, and it appeared no drug had infused, stating that there was only 115ml left in the 1019ml bag. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Manufacturer narrative:
Additional information: imdrf annex a, g codes.

Event description:
It was reported that etoposide was intended to be infusing on a primary infusion line and did not alarm that the drug was not infusing. The drug was started at 1226, the pump alarmed as occluded at 1415. At 1415 device told staff that the line was occluded, and it appeared no drug had infused, stating that there was only 115ml left in the 1019ml bag. There was patient involvement but no harm.